Event description:
Patient reported rupture for the left side. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: brown particle material on the shell; creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for the left side. Device has been explanted.